Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battey and ups were required to be replaced. Once replaced, the system passed system checkout and functions as designed. No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735787, product ID: 9735773, product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was booted up then after 5 minutes the system shut down without a warning. It is believed that the system was not plugged in overnight and the batteries were dead. No patient present.

Manufacturer narrative:
H2: concomitant products 9735773 and 9735787 were received, see d10. Lot numbers have been received: product ID: 9735773: lot #: 1912 product ID: 9735787: lot #: s20170032 h2, h6: the ups and battery have been received and are currently under analysis. Codes 4118, 3233, and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue occurred while the system was plugged in to a known functional outlet.

Manufacturer narrative:
H2: additional information: see b5 for additional event information. The lot number for one of the upss was provided: 19110118 h2: correction: see e1-e3 for corrected initial reporter information. It was reported in reg report # 1723170-2020-02256 that a battery and ups was replaced during system service. Information has been received indicating that a battery and two upss were replaced. Applicable codes have not changed. H2, h3, h6: device evaluation: the first returned ups was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned battery was analyzed, and it was found to be defective. Previously reported codes 10, 120, and 4307 are applicable. The second returned ups was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.